Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of device shutting off, losing power every two minutes due to faulty power supply unit. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the high-definition lcd monitor keeps shutting off. The device power off every two minutes after turning on. The procedure was completed with the same device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the device shutting on and off occurred due to a faulty power supply unit. The specific root cause of the faulty power supply unit could not be determined at this time. Olympus will continue to monitor field performance for this device.